Event description:
The unit failed pre-use testing due to an exhalation pressure out of range. During normal operation, an out of specification exhalation pressure could be detrimental to a patient if in use. The manufacturers field service engineer (fse) reported during testing the exhalation pressure would intermittently not zero when pressure is zero. The fse replaced the sensor pcb board to address the reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
Date received by MFR date: 09/3/2014. The reported complaint of exhalation pressure out of range error code 3108 was not duplicated. No fault was found on the returned sensor pcb. This report is being submitted as part of the remediation for CAPA (B)(4).